Manufacturer narrative:
Health effect f15 recognized device or procedural complication, f2201 biopsy a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Photo analysis visual analysis of the photos identified: rupture: not observed capsular contracture: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: red particles on the surface of the shell. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture diagnosed via ultrasound and capsular contracture baker grade ii. Device has been explanted and replaced with non-allergan device.